Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: opening, observed black particles in the surface of the shell crease flat and underweight. A microscopic analysis was performed which identify three striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: -three striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.